Event description:
On (B)(6) 2013, it was reported to animas that allegedly the up, down and ok keypad buttons were unresponsive intermittently and that the button icons were worn. The reporter stated the buttons had to be pressed multiple times to respond. No unusual activity with the pump and no exposure to moisture were reported. The keypad and pump were reported to be intact and the buttons were described as feeling normal, not sticking and springing back appropriately. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.